Event description:
An operating dir reported that multiple cases of toxic anterior segment syndrome (tass) have occurred in conjunction with viscoelastic product use during surgery. Additional info has been requested. This is the first of two reports from this facility.

Manufacturer narrative:
No sample or lot number info was received by MFR for eval. No lot specific investigation can be done as no complaint sample or lot number is available. All batches are released according to the required specifications. Additional info has been requested. (B)(4).